Event description:
It was reported that a patient underwent an abdominoplasty procedure on (B)(6) 2011 and interrupted suture was used on the fascia tissue. Six weeks post-operatively, the patient developed a post operative infection that has not resolved. The patient also experienced suture extrusion, pain, redness, swelling localized to sutures. Culture is pending. In (B)(6) 2012, suture was moved. The patient was given keflex 500mg twice daily. The surgeon reported that the patient will need a re-operation. The surgeon opines that the patient has a microabscess in the suture.

Manufacturer narrative:
(B)(4). The surgeon opines, the surgery and pathology showed no infection, no granuloma and no explanation for patients pain.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.